Event description:
It was reported the patient had pain and bruising over her ipg site. She reported she had recently lost a significant amount of weight and had experienced multiple falls. The physician determined the ipg was beginning to erode through the skin, and the patient was placed on antibiotics. Follow-up indicated the site was no longer irritated but the ipg was very superficial. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Method- the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.